Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following: during testing, the display was found to be dim and discolored. There was no evidence of missing segments on the display screen. No battery cap was returned with the pump. A test battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that there was a display lens leak. The pump case was removed and moisture corrosion was found on multiple internal components of the pump.